Manufacturer narrative:
Evaluation summary: reason for the articular surface exchange is unknown. Primary surgical notes were provided; no complications were noted, and the knee was found to have proper tracking. Revision surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Compatibility of components was reviewed with no issues noted. A definitive root cause cannot be determined with the information provided. Evaluation: the device history records were reviewed, and indicate the device was manufactured, inspected, and packaged to specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient underwent an articular surface exchange for an unknown reason.